Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure. The exact procedure date was unknown. During the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.